Event description:
Overdelivery of morphine. The device was programmed to infuse in the pca only mode with a concentration of 1mg/ml, a 1 ml pca dose, an 8-minute pca lockout, and an 8ml 1-hour limit. Documentation received indicated that the patient's vital signs were within normal limits throughout the night. The following day at 0700, the patient's vital signs were within normal limits, but their neurological scale decreased from 15 to 8. At 0725, the patient's oxygen saturation decreased to 76% while on 4l/minute of oxygen and the patient was found unarousable. The pca pump was stopped and narcan 0.4mg IV was given. At 0735, the patient was arousable, but sleepy. At 0800, the patient's vital signs were as follows: heart rate 73 beats per minute, respiratory rate 16 per minute, oxygen saturation of 96%, and bp of 124/96 mmhg. At 1100, the neurological scale increased to 15. After an unspecified time, the patient was transferred out of the intensive care unit to a surgical unit. Though requested, no further information was available.